Manufacturer narrative:
(B) (4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after the second firing, the jaws would not open on tissue. Additional resection of tissue and manual suturing was performed and surgery time was extended by more than 30 minutes.